Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, endometrial ablation, cesarean section, hernia repair, myasthenia gravis and gerd. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence, cigarette smoker, fatigue, chest pain, palpitation, feeling sad, nervousness and uti. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), bloating ("bloating"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness/ forgetting"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy"), rash macular ("red, dry patches on my abdomen"), abdominal bloating ("pregnant belly"), anger ("angry/ slapping at kids for no reason") and gastrointestinal injury ("gi wound painful") and was found to have weight increased ("I was 30 pound exactly heavier"). The patient was treated with surgery (total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, bloating, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the genital haemorrhage, dyspareunia, menorrhagia, feeling abnormal, memory impairment, rash macular, abdominal bloating, anger, weight increased and gastrointestinal injury outcome was unknown and the anxiety, depression and asthenia was resolving. The reporter considered abdominal pain, anger, anxiety, arthralgia, asthenia, bacterial vaginosis, bloating, constipation, depression, dyspareunia, fatigue, feeling abnormal, gastrointestinal injury, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, rash, rash macular, weight increased and abdominal bloating to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral essure devices positioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Events: gi wound painful added. Incident- we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, endometrial ablation, cesarean section, hernia repair, myasthenia gravis and gerd. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence, cigarette smoker, fatigue, chest pain, palpitation, feeling sad, nervousness and uti. In (B)(6) 2013, the patient had essure inserted. In october 2013, the patient experienced menorrhagia ("heavy periods"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating/e-belly"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness/ forgetting"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy"), rash macular ("red, dry patches on my abdomen"), anger ("angry/ slapping at kids for no reason"), gastrointestinal injury ("gi wound painful") and flatulence ("gas bubbles") and was found to have weight increased ("I was 30 pound exactly heavier"). The patient was treated with surgery (total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the genital haemorrhage, dyspareunia, menorrhagia, feeling abnormal, memory impairment, rash macular, anger, weight increased, gastrointestinal injury and flatulence outcome was unknown and the anxiety, depression and asthenia was resolving. The reporter considered abdominal distension, abdominal pain, anger, anxiety, arthralgia, asthenia, bacterial vaginosis, constipation, depression, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal injury, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, rash, rash macular and weight increased to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral essure devices positioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Event gas bubbles was added. Reporter & patient information updated. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('heavy periods') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, endometrial ablation, cesarean section, hernia repair, myasthenia gravis and gerd. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence, cigarette smoker, fatigue, chest pain, palpitation, feeling sad, nervousness and uti. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating/e-belly"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness/ forgetting"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy"), rash macular ("red, dry patches on my abdomen"), anger ("angry/ slapping at kids for no reason"), gastrointestinal injury ("gi wound painful"), flatulence ("gas bubbles") and acne ("I've had bad acne") and was found to have weight increased ("I was 30 pound exactly heavier"). The patient was treated with surgery (novasure ablation and total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the menorrhagia, genital haemorrhage, dyspareunia, feeling abnormal, memory impairment, rash macular, anger, weight increased, gastrointestinal injury and flatulence outcome was unknown and the anxiety, depression, asthenia and acne was resolving. The reporter considered abdominal distension, abdominal pain, acne, anger, anxiety, arthralgia, asthenia, bacterial vaginosis, constipation, depression, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal injury, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, rash, rash macular and weight increased to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral essure devices positioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new events I've had bad acne was added. Ablation added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') and menorrhagia ('heavy periods') in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cancer, endometrial ablation, cesarean section, hernia repair, myasthenia gravis and gerd. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence, cigarette smoker, fatigue, chest pain, palpitation, feeling sad, nervousness and uti. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating/e-belly"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness/ forgetting"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy"), rash macular ("red, dry patches on my abdomen"), anger ("angry/ slapping at kids for no reason"), gastrointestinal injury ("gi wound painful"), flatulence ("gas bubbles"), acne ("I've had bad acne"), vaginal discharge ("white/yellowish discharge") and post procedural haemorrhage ("post procedural bleeding") and was found to have weight increased ("I was 30 pound exactly heavier"). The patient was treated with surgery (novasure ablation and total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the menorrhagia, genital haemorrhage, dyspareunia, feeling abnormal, memory impairment, rash macular, anger, weight increased, gastrointestinal injury, flatulence, vaginal discharge and post procedural haemorrhage outcome was unknown and the anxiety, depression, asthenia and acne was resolving. The reporter considered abdominal distension, abdominal pain, acne, anger, anxiety, arthralgia, asthenia, bacterial vaginosis, constipation, depression, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal injury, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, post procedural haemorrhage, rash, rash macular, vaginal discharge and weight increased to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: bilateral essure devices positioned. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Event white/yellowish discharge & post procedural bleeding added. On 23-mar-2020: social media received: reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received on 07-jan-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff who had essure (fallopian tube occlusion insert) implanted on or about (B)(6) 2013. At first, this case did not meet four criteria to be a valid case and was marked as an affiliate use only. Upon receipt of legal claim via follow-up on 12-jul-2016, case was updated and became valid. After being implanted with essure, she suffered from severe and permanent injuries. In addition, she reported via social media that they (as reported) suffer every single day. She states that she never wanted a hysterectomy and informs that she is having one to get this poison out (as reported). Follow-up received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who is having a hysterectomy to get essure (fallopian tube occlusion insert) out. This event is listed in essure's reference safety information. In this particular case, neither the medical reason for the hysterectomy was provided nor were the side effects consumer experienced specified. Although limited information was provided; company considers a causal relationship with the suspect insert cannot be excluded, since a possible essure removal was mentioned. Due to the mentioned surgical intervention, this case was considered an incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, endometrial ablation and cesarean section. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence and cigarette smoker. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy") and rash macular ("red, dry patches on my abdomen"). The patient was treated with surgery (total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on 18-feb-2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, abdominal distension, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the genital haemorrhage, dyspareunia, menorrhagia, feeling abnormal, memory impairment and rash macular outcome was unknown and the anxiety, depression and asthenia was resolving. The reporter considered abdominal distension, abdominal pain, anxiety, arthralgia, asthenia, bacterial vaginosis, constipation, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, rash and rash macular to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices positioned. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr: new events: dyspareunia, abdominal distension, fatigue, anxiety, depression, feeling abnormal, memory impairment, arthralgia, night sweats, bacterial vaginosis, constipation, abdominal pain, rash, genital haemorrhage, joint swelling, asthenia, rash macular were added. Reporter, patient demographic information, concomitant diseases, product stop date, lot number added. Previously reported event hysterectomy deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, endometrial ablation and cesarean section. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence and cigarette smoker. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), the first episode of abdominal distension ("bloating"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness/ forgetting"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy"), rash macular ("red, dry patches on my abdomen"), the second episode of abdominal distension ("preggo belly"), anger ("angry/ slapping at kids for no reason") and weight increased ("I was 30 pound exactly heavier"). The patient was treated with surgery (total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the genital haemorrhage, dyspareunia, menorrhagia, feeling abnormal, memory impairment, rash macular, the last episode of abdominal distension, anger and weight increased outcome was unknown and the anxiety, depression and asthenia was resolving. The reporter considered abdominal pain, anger, anxiety, arthralgia, asthenia, bacterial vaginosis, constipation, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, rash, rash macular, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices positioned. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Added events angry/ slapping at kids for no reason and she was 30 pound exactly heavier/ preggo belly. Updated events. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. B30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cancer, endometrial ablation, cesarean section and hernia repair. Concurrent conditions included gastroesophageal reflux disease, knee pain, umbilical hernia, dysfunctional uterine bleeding, dysmenorrhea, nicotine dependence and cigarette smoker. In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia ("heavy periods"), fatigue ("fatigue"), anxiety ("anxiety"), depression ("depression"), the first episode of abdominal distension ("bloating"), feeling abnormal ("brain fog"), memory impairment ("forgetfulness/ forgetting"), arthralgia ("joint pain / bilateral knee pain"), night sweats ("night sweats") and constipation ("constipation"). In (B)(6) 2014, the patient experienced dyspareunia ("painful sexual intercourse"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital hemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis"), rash ("rashes"), joint swelling ("knee swelling/ swelling"), asthenia ("decreased energy"), rash macular ("red, dry patches on my abdomen"), the second episode of abdominal distension ("preggo belly"), anger ("angry/ slapping at kids for no reason") and weight increased ("I was 30 pound exactly heavier"). The patient was treated with surgery (total hysterectomy (everything removed except ovaries) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, fatigue, arthralgia, night sweats, bacterial vaginosis, constipation, rash and joint swelling had resolved, the genital hemorrhage, dyspareunia, menorrhagia, feeling abnormal, memory impairment, rash macular, the last episode of abdominal distension, anger and weight increased outcome was unknown and the anxiety, depression and asthenia was resolving. The reporter considered abdominal pain, anger, anxiety, arthralgia, asthenia, bacterial vaginosis, constipation, depression, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, joint swelling, memory impairment, menorrhagia, night sweats, pelvic pain, rash, rash macular, weight increased, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: female presents with the following complaints that coincide with placement of the essure sterilization inserts and endometrial ablation. She has dub despite ablation and is unable able to have intercourse due to pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: bilateral essure devices positioned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.